Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by inability to add group medications to the device. A technical support specialist followed instructions from the knowledge article(ka000017198 - unable to reassign override group to a device) to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device. The serial number, UDI and manufacturer details kept blank since the given asset information found to be it infrastructure.

Event description:
It was reported when using the pyxis medstation es system was unable to add an override group. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.